Manufacturer narrative:
(B)(4). The customer returned one week vista access balloon port for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned port revealed that the device appears used. Biological material is present inside the cannula. The obturator was not returned. The balloon appears typical. No signs of damage were observed. Functional inspection was performed by attempting to inflate the balloon using a lab inventory 20 ml syringe filled with air. The syringe was attached to the port and 15 cc of air was injected. The balloon immediately inflated. The syringe was detached and the balloon remained inflated. The port was then submerged under water. No leaks were detected. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk other remarks: of balloon rupture." A corrective action is not required at this time as the complaint of a pierced balloon could not be confirmed. There were no functional issues found with the returned port. The reported complaint of a pierced balloon could not be confirmed based upon the returned sample. The returned port was able to inflate with no leaks detected. No holes were found in the balloon. The IFU instructs the user to inflate the balloon with no more than 10 cc of liquid or 15 cc of air. All balloon ports are 100% inspected for inflation during the inspection process. A device history record review was performed with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned port.

Event description:
Reported event: the balloon was pierced spontaneously, wasting the pneumoperitoneum. There were no clinical consequences.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product weckvista access balloon port 10mmx70mm, lot #73a1600478 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the balloon was pierced spontaneously, wasting the pneumoperitoneum. There were no clinical consequences.